Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 473 mg/dl at the time of incident. Customer treated their blood glucose with 14 units of insulin by manual injection. It was also found the customer was feeling tired and had difficulty breathing from their high blood glucose. Troubleshooting did not find any air bubbles or leaks present on the insulin pump. Troubleshooting was not completed as the customer had to disconnect from the call. The customer declined to return the insulin pump for analysis.